Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that the complete lead was returned. There were setscrew marks noted on the terminal pin and ring, as well as a cut noted in the outer insulation at about 18.8 cm from the terminal pin which corresponding to cut on the suture sleeve, likely removal of suture sleeve during the explant procedure. There was dried blood noted in the outer coils from 14-49.5 cm pin, most likely entered through cut. This damage was determined to be procedurally induced.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds as it was believed to be placed in some damaged heart tissue. The physician elected to explant replace this lead. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.